Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting and cleaning the kit and tubing. Following troubleshooting, the customer indicated that she had not been separating the parts to clean them and that her pump was now working. Multiple attempts to contact the customer went unanswered. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer alleged that the tubing adapter for her pump in style breast pump was broken and the suction on the pump was getting low. She had to turn the suction level on her pump up and now has mastitis. The customer indicated that she saw her doctor and was prescribed antibiotics.